Manufacturer narrative:
Device analysis report is attached. This report is submitted on sep 30, 2021.

Manufacturer narrative:
This report is submitted on september 7, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to ossification in the lateral part of the left mastoid. Reimplantation is planned but had not taken place at the time of this report.